Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 1/11/2016 with the following findings: the battery compartment was cracked in two places. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.